Event description:
It was reported that the trigger is stuck on the device. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the trigger is stuck on the device. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger was determined to be deformed. This may cause the described event. The affected component was replaced and the handpiece returned to the account after passing final inspection.